Event description:
The subject device was used during laparoscopic lower anterior resection. After two hours and a half use, the ptfe pad of the device fell inside pt. The piece of pad is retrieved from the pt body. The procedure was completed with another device. There was no pt injury reported without this event.

Manufacturer narrative:
The subject device in this report has not yet been returned to olympus med systems corp (omsc) for evaluation. This will be supplemented if device evaluation becomes available.